Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The issue has been confirmed, but due to the unit's age it will not be subjected to a repair activity, but rather it will be scrapped. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system that tripped when the mains power was plugged in and the compressor was activated. Poor cooling performance has also been reported. The issue occurred during procedure. There is no report of patient issue.